Event description:
It was reported that the bd interlink¿ blunt plastic cannula was found bent before use. This complaint was created to capture the 3rd of 4 related incidents. The following information was provided by the initial reporter, translated from japanese to english: "the cannula had been bent from the root."

Manufacturer narrative:
H.6. Invstigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. An investigation was performed by the quality department at bd columbus ¿ west regarding complaints received relating to the non-conformance reported by the customer. From that investigation it was determined that when product was exposed to high temperatures in the autoclave process that a similar result was observed. This confirmed discussion that the bent blunt plastic annual is probably the result of high temperatures during the packing process when issues occur resulting in the blunt plastic cannula being exposed to high temperatures for an extended time in its shield. As the product is shielded the non-conformance is not detectable at this point. Product is supposed to be cleared and disposed of when it is left for an extended period of time in the packing process. Bd has proposed the following change to the multivac packaging machines. This change would ensure that the air knives on the multivac packaging machines would be aligned so that they do not crosscut the blister packs when the multivac packaging machines have been down for more than 20 minutes.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd interlink¿ blunt plastic cannula was found bent before use. This complaint was created to capture the 3rd of 4 related incidents. The following information was provided by the initial reporter: "the cannula had been bent from the root."